Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient imaging studies have been received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completing of clinical evaluation. H3 other text : device remains implanted

Event description:
On (B)(6) 2022, the patient underwent treatment for a fusiform abdominal aortic aneurysm (aaa) with a shaggy neck using an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal device. Final angiography confirmed that there were no endoleaks and the procedure was completed.on (B)(6) 2026 the junction between the afx2 bsg and the vela suprarenal had separated causing a type iiia endoleak. It was noted that the aneurysm diameter had decreased, but the length of the stent graft had elongated.on (B)(6) 2026, an intervention was performed with implantation of an afx vela infrarenal and a gore cuff (non-endologix). The procedure was completed following balloon touch-up, and no endoleaks were identified.